Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that m5 handpiece shaver approach with continuous rotation. There was no patient impact. Additional information received stating that device activate immediately when plugged into the power source. The device was in use, but it did keep running after stopping the use. The blade was ¿wobbling¿, meaning that it did not run smoothly. The customer stopped using the handpiece and tried working with it again (after taking out the blade and putting it back in), but there was no error code or something despite that the customer would have used it. There was no wobbling with the handpiece. Customer did not try another handpiece with the same blade. No other blade was tried in this handpiece.